Manufacturer narrative:
Device manufacturer year is 2016. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported corneal edema after cataract procedure using a phacofragmentation unit. A description of the event indicates in this particular case, the balance salt solution (bss) was emptied out and the surgeon had lost chamber with no warning bell during the irrigation and aspiration segment. The surgeon suggests a bell indicator feature is designed to the unit to warn of low bss. The surgeon has recently started using the amo equipment as the surgeon is accustomed to the alcon centurion. The surgeon is requesting a feature to be added to the signature pro that would alert the surgeon when the balanced salt solution bottle empties similar to what is offered by the competitor. The patient was pre-op morgagnian 20/400 hypermature. At one day post op, the vision was 20/100 limited by cornea edema. The surgeon indicated the edema was the result of the mature state of the cataract and long phaco time needed to get it out.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.